Event description:
It was reported that the patient came in for a refill (B)(6) 2013. When the pump was interrogated there was a message that said ¿pump in safe mode¿; the pump was delivering at minimum rate (.3 mg/day). The pump had previously been delivering dilaudid at 8 mg/day. The logs were read and showed ¿safe state¿ on (B)(6) 2013 at 12:53. The patient was in the hospital on that date and had several tests run, but not an MRI that they knew of. The patient was having a return of symptoms; he had quite a bit of pain. No pump alarms were heard, but there was an active alarm occurring. It was thought that the low reservoir alarm might also have been occurring. They planned to reprogram the pump to a simple continuous dose today; they were considering restarting him at a lower dose as the pump had been at minimum rate for a little over a month. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709, lot# l73870, implanted: (B)(6) 2000, product type catheter. (B)(4).